Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high with control solution. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient reported that the alleged inaccuracy issue first occurred at 2pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of 158mg/dl with the subject meter using control solution. This falls out with the control solution range of 102-138mg/dl for this test strip lot. It is not known how the patient manages their diabetes but stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue occurred they developed symptoms of tired, shaky and dizzy, but denied requiring any form of treatment due to these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly at the time of testing. The patients products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.